Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a split in the cannula body at the location of the sutures. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the crescent jugular dual lumen catheter was observed to have a crack below the gold wire reinforced section, with the cannula completely cracked all the way through during use. Air entrainment was heard after the patient was turned on their side. The damage was located in the area of the sutures. The hemostasis cap was used when the introducer was inserted into the cannula body connector. The catheter required replacement at the bedside, and extra corporeal membrane oxygenation (ECMO) was re-initiated. No patient complications have been reported as a result of this event. Medtronic received additional information that the necessary intervention was to replace the cannula. The same size cannula was plac ed in the same anatomical site and in the same position. They noticed that the white suture ring was not used in this procedure. Medtronic received additional information that the cannulation date was (B)(6) 2025. This was the first catheter used in the case. The patient was on ECMO for 17 days prior to the air entrainment. The insertion site was inspected, checked and cleaned daily and as per the nursing shift. There was no air detection in the circuit (pre-oxy, post-oxy, or other). The sutures were located on the wire portion. The sutures were not located on the gold section or on the silicone ring. A training will be held to remind the staff on how to safely secure this cannula. The patient was not ambulant. This situation occurred after they rotated the patient for cleaning or for a bed sheet change.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.